Manufacturer narrative:
As reported, the 6mm x 6cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter (bc) was used; however, it ruptured at 10 atmospheric pressure (atm). Therefore, it was replaced with a scoring balloon catheter (unknown), but it ruptured. A saber rx (7mm) was used, and it could be inflated, and the procedure was completed. There was no reported patient injury. The device was not opened in sterile field. This was a shunt pta case. There was calcification and no tortuosity. There was ninety nine percent of stenosis and there was almost chronic total occlusion. The device was brought to the cath lab on the date of the procedure. The device was stored, handled, and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. Contrast to saline ratio was 2:1, using iomeron contrast. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter was removed easily and intact. The product was not returned for analysis as it was discarded due to hospital regulation. A product history record (phr) review of lot 82193161 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of calcification with 99% stenosis, likely contributed to the reported event, as calcification is known to damage balloon material. It was also noted, the procedure performed was a shunt percutaneous transluminal angioplasty (pta) case. Arteriovenous shunts are often scarred and fibrous in nature and are therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the warnings in the safety information in the instructions for use ¿to reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 6mm x 6cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter (bc) was used; however, it ruptured at 10 atmospheric pressure (atm). Therefore, it was replaced with a scoring balloon catheter (unknown), but it ruptured. A saber rx (7mm) was used, and it could be inflated, and the procedure was completed. There was no reported patient injury. The device was not opened in sterile field. This was a shunt pta case. The device was brought to the cath lab on the date of the procedure. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. Contrast to saline ratio was 2:1, using iomeron contrast. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter was removed easily and intact. There was calcification and no tortuosity. There was ninety nine percent of stenosis. There was almost chronic total occlusion. The device will not be returned for analysis as it was discarded due to hospital regulation.